Event description:
Allergan aesthetics received a report of a leak with the coolsculpting elite control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Based on the information currently available, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, d4, g1, h3. Field service was performed. Tank, level sensor and lcm system replaced.

Event description:
A customer reported their cs elite unit leaking pink liquid on the floor on (B)(6)2021.

Event description:
A customer reported their cs elite unit leaking pink liquid on the floor on (B)(6) 2021.

Manufacturer narrative:
Corrected data: b2, d1, d8, d9.